Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the outer packaging of the 3x40 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was opened, it was found that the inner seal was already opened. Therefore, the device was not used and there was no patient involvement. A new device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported compliant could not be determined. Possible factors that may contribute to an unsealed pouch include, but are not limited to, manufacturing, storage environment, transportation method, and/or handling at the account. In this case, it may be possible that the device was partially opened to be used during a previously surgical procedure, the device was not used and inadvertently placed back in the chipboard box and on the shelf; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.